Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their dentist has asked them to stop using the retainers due to the sharp edges causing cuts and ulcerations. The dentist is concerned that they will injure their lower teeth. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.